Event description:
It was reported that during a matrix revision, the screwdriver broke during loosening of the screws. All broken parts were retrieved. This is report 7 of 7 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip of the screwdriver was completely broken off. According to the available information, it is possible that the screwdriver was not used with the t-handle (torque limiter) which caused the breakage. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.